Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was due to contamination around v2 and c3. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.